Manufacturer narrative:
Additional information received indicates that the patient's hospital course was further complicated by worsening of his ischemic cardiomyopathy that started on (B)(6) 2015. This event was reported to have resolved without sequelae on (B)(6) 2015. The primary investigator reported that this event was related to the patient's condition, possibly related to the hvad system and unrelated to the hvad procedure. Further additional information indicated that the cause of the patient's death is his underlying condition (ischemic cardiomyopathy) and to septic shock related to his previously reported mesenteric ischemia. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death, worsening heart failure, device thrombosis, hemolysis, multi-organ failure, right ventricular failure and sepsis are known potential complications that may be associated with use of this product and in patients with heart failure. The pump remains implanted in the patient and is thus not available for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the reported events include the progressive nature of the patient's condition and his complex clinical course. Though the root cause of the events could not be conclusively determined; there are patient factors that may have contributed to them. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff about a dt2 study patient: patient was admitted on (B)(6) 2015 for pump thrombus. The patient presented with high power spikes and elevated ldh levels. The staff noted that there was no hemodynamic compromise, but through the hospitalization course, the patient progressively increased to dependence on inotropic support. Heparin was used and low dose of iib/iiia was used without any success. On (B)(6) 2015, patient's pump stopped and went into a pea cardiac arrest. Acls was initiated and emergent ECMO was initiated; however, he required progressive inopressor support. On (B)(6) 2015, the hvad pump was exchange. This was further complicated by rv failure and was placed with a rvad via an ECMO circuit. It was also noted during this operation that he had mesenteric ischemia and a small bowel resection was performed. Patient continued hemodynamic collapse despite maximal pressors and mechanical support. This was felt to be due to septic shock from his mesenteric infarction. Eventually, family decided to withdraw support and he passed away on (B)(6) 2015.